Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted to correct the information in section e. Initial reporter and the report source (g2) in section g. All manufacturers.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the information in section e. Initial reporter and the report source (g2) in section g. All manufacturers.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported.